Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. It was reported that the right cia was 1.2 cm in length. And the physician performed coiling of the right iia before the implantation of excluder. The left cia was 2.5 cm, where the physician planned to land the trunk-ipsilateral leg. After the trunk-ipsilateral leg was deployed, it is found unintentionally covering the left internal iliac artery. It was reported that the physician stated he misread the angiogram. When he pulled the deployment line, he thought the iia was at more distal position. The physician decided to take a wait and watch approach. After 1 contralateral leg and 2 extenders were implanted, the procedure ended without other event. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.